Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in hospital after receiving a patient notifier. Device interrogation revealed episode of non-sustained oversensing due to right ventricular lead noise. The noise could not be reproduced in the hospital. No intervention or additional information was reported.

Event description:
New information noted that intra-cardiac electrograms revealed the ventricular lead continued to exhibit noise. A lead revision was performed on an unknown date. The patient's condition was fine post procedure. No additional information was available.